Event description:
We received an allegation about discrepant results for 1 patient sample tested with albumin assay on a cobas 6000 c501 module. Initial result: 62 g/l. Repeat result: 44 g/l. The repeat result was deemed to be correct.

Manufacturer narrative:
The albumin reagent lot number and expiration date were not provided. The field service engineer found that one of the vacuum tubes of the cuvette washing station was split. He replaced the vacuum tube. The service actions performed by the engineer resolved the issue. No further issues were reported afterward. The root cause was due to a split tube of the cuvette washing station (component failure).